Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's site was reported to be tender. The customer was at a photo shoot which was "stressful".